Event description:
Patient experienced hyperglycemia (420 mg/dl) and had a ketone measurement of "+++" from (B)(6) 2013. She experienced nausea and stomach pain and had a headache. She noticed air bubbles in the infusion tube and delivered insulin injections as treatment. She believes the insulin delivery of the infusion device is too low. The infusion device was requested for evaluation. She did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The returned used transfer set was visually inspected and tested for flow and tightness. The test results were within specifications.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.